Manufacturer narrative:
The product has not been received at the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. Complaint history review: the complaint history review identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. DHR/batch record review: as the product lot number was not reported, the DHR/batch record review could not be completed. Visual inspection: visual inspection was unable to be performed because the device has not been received for evaluation. The complaint alleges no injury to the patient nor a delay during surgery. As the product has not been received for evaluation, it could not be determined whether the device contributed to the reported event. As the product lot number was not reported, a determination of whether the device met manufacturing specifications could not be made. The cadence implant protector is a reusable instrument expected to be used across multiple surgeries. The instrument is made of plastic and is used to protect the implant from direct forces during impaction for implantation. Potential causes for the reported event include wear due to normal use or exposure to excessive impaction forces. Based on this investigation, the need for corrective action is not indicated as no non-conformances or manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, a cadence implant protector - right was noticed to be broken. The surgery was completed, without any delay, with the same reported device. No injuries were reported.